Event description:
It was reported that four (4) large volume infusors leaked from an unspecified location. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual devices were not available; however, four (04) photographs of the samples were provided for evaluation. A visual inspection of one of the photographs identified a leak (backflow) from the fill port, while the other three photos showed fluid inside a bag containing the device, which suggested that a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h11: remove the statement "a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot." The lot number is unknown; therefore a batch review could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.